Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number was unknown; therefore, a batch review will not be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during initial drain. The baxter technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone. The registered nurse (rn) stated that she had just recently seen the patient for a checkup and everything was going fine. There was no patient injury or medical intervention and the patient was continuing therapy on the cycler successfully. The cause of the se 2240 could not be determined by the rn or patient.